Event description:
During use of the device for a non-clinical activity, the user reported that two of the rubber feet were missing. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.